Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 vent was functioning on alternating current (ac). The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
A service engineer (se) replaced the power supply assembly. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the 840 ventilator was connected to alternating current (ac) power, the circuit breaker triggered immediately ely.